Event description:
It was reported that after a dexcom g7 sensor was applied, the user received a pairing failed notification and was guided to reenter the pairing code, consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the electrical and magnetic system, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.